Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 51mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 97 and 92mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/23/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer does not remember if 51mg/dl was fasting or not. Customer denies need for medical attention at the time of call and denies signs and symptoms of hypoglycemia. Customer states meter read 47mg/dl on (B)(6) and went to the hospital. Customer refused to pull up the reading from the memory at the time of call. Customer states she went to the ER and states she was admitted and discharged on the same day. Customer states she was diagnosed with hypoglycemia. Customer does not remember what treatment she was given and states she was treated in order to get her blood sugar back up. Customer does not remember much from her visit and states she does not remember what the reading was when she was admitted and does not remember if she was given new medications when discharged. Customer could not see the time or the date for each result in the meters memory and does not know if all readings taken were fasting or not.